Manufacturer narrative:
The device was not returned to zoll medical corporation; our analysis of the data provided confirmed that the electrodes lost contact with the patients skin. We believe this was most likely due to poor coupling/poor patient contact by the user. Follow up with the customer found that the patient was diaphoretic and the electrodes were floating on the patients chest. The IFU instructs the end user to do skin prep prior to applying the electrodes to the patient. Ensure that the skin is clean and dry under the electrode. The clinical data was returned and reviewed and consistent with the findings. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during CPR compressions, the pads are not adhering to the male patient and the associated device displays an "electrode pads off" message. Complainant indicated that the clinician performed CPR to continue treating the patient. The clinician indicated there were a total of 4 shocks delivered to the patient. After the last shock delivered the patient had a return of spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.